Event description:
Pt underwent right total elbow arthroplasty 2003. Ulna component fractured in the joint during fall. A revision procedure was performed replacing component with a longer pt matched implant prosthesis 2007.